Event description:
The rptr stated that she did back to back blood glucose tests within 10 minutes, using different finger sticks. She reported that her readings were 65 and 99 mg/dl. She did not have any symptoms. The reporter said that the confirmation dot was not turning completely blue, because she was having difficulty getting enough blood. A control test was in range, 124 (100-150.) On followup, the reporter said that since learning to wash her hand in warm water before testing, she was getting better samples and more consistent test results.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8